Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-25. H6: investigation summary: a complaint of component damage on a buterol filter was received from the customer. One sample was returned for investigation. Through visual inspection, no damages were noticed to the filter, however a kink was noticed at the drip chamber connection site to the rest of the set. The kink could not be smoothed out and during priming no fluid could pass this part of the set. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. The root cause for this defect is coiling and pouching of the set prior to the solvent fully drying at the connection site.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was cracked and leaked. The following information was provided by the initial reporter: material no: 10015012, batch no: unknown. It was reported that the filter on a buterol tubing set cracked. Verbatim: I would like to report a broken buretrol tubing set. The rn reported that the filter was cracked on buretrol tubing with 0.2 micron filter. I do not have the lot number for this tubing. I do have the IV tubing set that was involved in the event that I can submit with the product complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was cracked and leaked. The following information was provided by the initial reporter: material no: 10015012. Batch no: unknown. It was reported that the filter on a buterol tubing set cracked. Verbatim: I would like to report a broken buretrol tubing set. The rn reported that the filter was cracked on buretrol tubing with 0.2 micron filter. I do not have the lot number for this tubing. I do have the IV tubing set that was involved in the event that I can submit with the product complaint.